Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs); however, the capsule of the dcs pushed down the crown of the valve, damaging the frame. A second valve was attempted in the same dcs, but the same issue occurred. A capsule buckle was also noted prior to insertion into the patient. Subsequently, a new dcs was loaded successfully and the procedure was completed without further issues. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The capsule was partially open on receipt of device. Delamination was evident to the proximal section of the capsule. A slight curve was evident to the capsule, however no buckling was evident to the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-23 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. The reported unable to load event could not be confirmed through analysis. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.